Manufacturer narrative:
The customer reported that the transmitter heated up. The batteries were hot and the insulation melted. The device was in use on a patient, however no patient harm was reported. The customer sent the device in for an exchange and evaluation. We verified that the coating on the negative terminal of the battery was broke open, and the metal on the positive terminal was exposed. Based on these findings, it is believed that, the positive and negative terminals of the battery short-circuited with the battery coil, generating heat and melting part of the battery cover holding the battery down. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Manufacturer narrative:
The customer reported that the transmitter heated up. The batteries were hot and the insulation melted. The device was in use on a patient, however no patient harm was reported. The customer sent the device in for an exchange and evaluation. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Event description:
The customer reported that the transmitter heated up. The batteries were hot and the insulation melted.